Event description:
It was reported to philips healthcare that the heartstart xl failed to discharge. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4).: a f/u report will be submitted upon completion of the investigation.